Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) had a damaged catheter tip. The following information was provided by the initial reporter: "this is a report from an animal clinic about catheter tip integrity."

Event description:
It was reported that bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) had a damaged catheter tip. The following information was provided by the initial reporter: "this is a report from an animal clinic about catheter tip integrity.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-23. H6: investigation summary two photos and 107 representative samples were received by our quality team for evaluation. The photos were subjected to visual inspection to check for catheter tip integrity. The photos were not focusing on the catheter tip; therefore, the defect evaluation could not be performed. The samples were subjected to visual inspection to check for catheter tip integrity, as well as catheter penetration and drag tests to check for catheter penetration force and drag force. All samples passed the visual inspection with no catheter tip damage observed, and the catheter penetration force and drag force were within product specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.